Event description:
A malfunction occurred on a customer's pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions to call back if the malfunction recurred. The customer reloaded the cartridge, resumed insulin use, and no further action was needed.